Manufacturer narrative:
Manufacturing evaluation #(B)(4) status found indeterminate. Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a lumbar fusion, t10-l3 all six of the reported locking caps were stripped. The hex in the top of the caps stripped during the final tightening. The surgeon completed the surgery, using other caps without further incident. Approximately 10-15 minutes were added to the length of the surgery. No adverse effect to the patient was noted. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The part was received; an evaluation is pending. A review of the device history record did not reveal conditions that could have contributed to the reported event. Placeholder.